Event description:
It was reported that the ventilator had an issue with safety valve. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue with safety valve. Identification of problem has been done by analyzing problem description, service report, communication with field service engineer (fse) and review of logs. The issue was reported to competent authority in abundance of caution as the initial description, related to defective safety valve, might have underlying causes which represent a reportable event. Evaluation of device logs revealed that safety valve and other tests failed during pre-use check. These errors have not reoccur/been confirmed during the technician visit. The problems described are not safety related. There was no patient harm. The root cause to the reported issue has not been determined. The correction of field h8 usage of the device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).